Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12march2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported broken base assembly. It is unknown if the unit was in clinical use at the time the reported issue was discovered. Event date not specified; estimate used.

Manufacturer narrative:
G4: 11oct2019; b4: 14oct2019. The manufacturer's field service engineer (fse) confirmed the reported issue. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported broken base assembly. It is unknown if the unit was in clinical use at the time the reported issue was discovered. Event date not specified; estimate used.